Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per provider, joystick sometimes turns on and sometimes does not, when touching the on/off button on the joystick overlay. MDR filed.